Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had a missing rubber door. There was no adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.